Event description:
It was reported that the patient received six inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. The lead also had high impedances and lead fracture is suspected. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d284vrc implantable cardioverter defibrillator (ICD)  implanted: unk. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a lead impedance out of range alert. There were 17687 of 17688 lifetime v-sic occurrence since (B)(6) 2013. There were 2 nst and 1 vf episodes of less than 220 ms v-v cycle recorded on (B)(6) 2013. An oot subthreshold lead impedance alert was recorded on (B)(6) 2013.